Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: surgery for avr, pump proper exchange. No evidence of thrombosis in pump, thrombus noted abutted to av.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase level was elevated at 1400 u/l. The patient was symptomatic with shortness of breath. The pump was exchanged due to possible thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of vad-(B)(4) confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed a red tissue-like deposition surrounding the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although its origins and a duration in which it was present in the pump could not be determined, it did not appear to have originated in this location. The observed deposition would have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the remaining blood contacting surfaces did not reveal any deposition. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months.the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.